Manufacturer narrative:
Initial.

Event description:
It was reported that the user perceived rapid battery depletion of the ilet pump, stating that the battery indicator dropped from full to empty within a day. Symptoms included no adverse clinical effects. Outcomes included no alerts, alarms, or medical intervention. Investigation included review of device charging procedure with user education on proper charging technique and indicator lights, as well as internal log review. Investigation of this case revealed that charging events and battery performance were consistent with expected operation, with no evidence of abnormal drain or malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was unable to be determined due to no device malfunction identified.